Manufacturer narrative:
The manufacturer previously reported a third party service center was unable to confirm a ventilator inoperative condition. The device was returned to the manufacturer for evaluation. During the evaluation of the device at the manufacturer's service center, "ventilator inoperative" codes were found in the ventilator's downloaded error log. The device's blower motor and system board were replaced to address the issues. "Service required" codes were also found in the ventilator's downloaded error log. The device's internal battery, sensor board and oxygen blending module board were replaced to address the issues. All components were returned to the manufacturer's quality assurance laboratory for further investigation. No malfunction of any component was found during investigation.

Manufacturer narrative:
The manufacturer received additional information from a third party service center regarding a ventilator that allegedly exhibited a ventilator inoperative condition. The ventilator was returned to the third party service center for evaluation and the customer's complaint could not be confirmed or duplicated. The device passed all testing and was found to operate as designed.

Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred. There was no harm or injury reported. The device has yet to be returned to the manufacturer for evaluation. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.